Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that a complete lead was returned in in one piece. Visual examination found two external insulation abrasions breaching the outer insulation at the proximal region consistent with friction to the device can. Other damage found is consistent with procedural damage.